Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 550 mg/dl range. The infusion set cannula was found to be bent. The contact changed the infusion set site and the customer resumed insulin delivery. The type of infusion set was not reported.